Event description:
During pta of a lesion in the distal of left superficial femoral artery a saber balloon ruptured during the second inflation at 16 atm. A non cordis balloon was used instead and the procedure was completed. There was no reported patient injury. The lesion was mildly calcified and not tortuous. The rate of stenosis was 99%. An ipsilateral anterograde approach was made with a sheath introducer(4.5fr parent plus, medikit). After the lesion was crossed with a guidewire (cruise, sjm), a saber was delivered and inflated at the lesion. However, as the lesion couldn¿t expand enough with the initial dilatation, additional- dilatation was conducted with the saber. However, it ruptured at around 16atm during its second dilatation. Therefore it was removed from the patient and another new same size balloon (nc coyote, boston scientific) was used instead. The procedure was finished successfully. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that: there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used is unknown but the contrast to saline ratio was 50:50. The type and brand of inflation device was used was an everest. The same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. The product was removed intact (in one piece) from the patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of a lesion in the distal left superficial femoral artery a saber balloon dilatation catheter ruptured during the second inflation at 16 atmospheres (atm). There was no reported patient injury and the procedure was completed successfully. The lesion was mildly calcified and not tortuous. The rate of stenosis was 99%. An ipsilateral anterograde approach was made with a sheath introducer. After the lesion was crossed with a guidewire, a saber was delivered and inflated at the lesion. However, as the lesion couldn¿t expand enough with the initial dilatation, an additional dilatation was conducted with the saber. However, it ruptured at around 16atm during its second dilatation. Therefore it was removed from the patient and another new same size balloon was used instead. The procedure was finished successfully. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used is unknown but the contrast to saline ratio was 50:50. The type and brand of inflation device used was an everest. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion and the catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. The product was removed intact from the patient. The product was not returned for analysis. A device history review (DHR) of lot 17067073 revealed no anomalies or non-conformances associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.